Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced a high blood glucose went up to 300 mg/dl and 400 mg/dl. Customer was treated with insulin pump. Customer performed self test and the test was passed; however, customer performed high pressure test and the test was failed. Customer's other blood glucose were 55 mg/dl and 57 mg/dl. Customer was treated with food. Customer declined troubleshooting. The customer will continue to use the device.